Manufacturer narrative:
Plant investigation: the actual sample cassette was returned to the manufacturer for physical evaluation. During the disinfection of the actual sample, a leak was found in the cassette film. A visual inspection in the microscope was performed and a pinhole was found. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. The reported event was confirmed during sample evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette when the cycler was on. Upon follow up, the patient confirmed that when the cassette was removed from the cycler, fluid poured out from inside the cassette door. The patient stated the cycler did not alarm and it is unknown when the leak occurred during treatment. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed being able to complete peritoneal dialysis treatment using new supplies and the original cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.